Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-03724, 03727 / 03728).

Event description:
During a procedure, it was reported that the orthopedic salvage components appeared to be the incorrect diameter. It is unknown if there was a delay in procedure as a result. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.